Manufacturer narrative:
Exact date of postoperative migration is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a surgery for femoral trochanteric fracture with the pfna blade. A few days after the surgery, the blade telescoping was progressing, and the cut-out occurred. On (B)(6) 2020 the patient underwent the removal surgery and revision was completed successfully. The surgeon commented that this event was caused by the bone quality and fracture type, and not by the implants. No further information is available. Concomitant device reported: pfna-ii nail (part# unknown, lot# unknown, quantity# 1); end caps: pfna-ii (part# unknown, lot# unknown, quantity# 1); screws: trauma (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) pfna-ii blade l95 tan. This is report 1 of 1 for complaint (B)(4).